Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement procedure, the backflow allegedly could not be confirmed. It was further reported that saline was injected and it leaked subcutaneously. Reportedly, the catheter rupture was allegedly confirmed. Also, the catheter was completely broken and moved into the left ventricle. The ruptured catheter was retrieved by interventional radiology. The port body was retrieved by incising the skin. The current status of the patient is unknown.

Event description:
It was reported that sometime post a port placement, the backflow allegedly could not be confirmed. It was further reported that saline was injected and it leaked subcutaneously. Reportedly, the catheter rupture was allegedly confirmed. Also, the catheter was completely broken and moved into the left ventricle. The ruptured catheter was retrieved by interventional radiology. The port body was retrieved by incising the skin. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port attached to a catheter in two segments were return for sample evaluations. Gross, visual, microscopic visual, tactile and functional evaluations were performed. A complete compound break was noted to the distal end of the attached catheter and proximal end of the distal catheter segment. The edges of the break on the distal end of the attached catheter and proximal end of the distal catheter segment were noted to be even and surface was noted to be granular in one region and round and smooth in the other region. The port was patent to both infusion and aspiration without issue. Upon infusion, small resistance was felt, and thrombus was observed exiting with water at the distal end of the distal catheter segment. Therefore, the investigation is confirmed for the reported fracture material separation, leak, suction and identified wear and deformation issue. However, the investigation is inconclusive for the reported migration issue as no objective evidence was provided to confirm the issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.